Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there were pronounced adhesions of small intestine at the net with consecutive intestinal obstruction following a laparoscopic treatment of an umbilical hernia with intraperitoneal mesh inlay. The patient had to undergo an emergency surgery, wherein the procedure started laparoscopically, and was converted to open surgery due to unusual extent of adhesions.